Manufacturer narrative:
The ICD first underwent a status interrogation, during which the device status eri was displayed. Fifty-three charge processes had been documented. The charge drawn from the battery was checked. The battery depletion proved to be within expectations. The analysis of the available iegms showed interference signals in the ventricular channel. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's ability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time proved to be unremarkable. In summary, the device status eri was as expected. There was no device defect.

Event description:
Ous MDR - after an estimated implantation time of 76 months, ventricular oversensing with inappropriate shocks were reported. The lead and the ICD were explanted. Also, we were informed that the previous rv lead, that had been deactivated in 2010 during a device exchange because of oversensing, was also removed during this explantation. The ICD and the two leads were returned to biotronik for analysis. Aside from the shock deliveries, no other deterioration of the patient's state of health was reported.